Manufacturer narrative:
Skytron's authorized service representative, (B)(4), visited the facility and evaluated the device. He reported that he "only found a small amount of oil on the shrouds and a little on the base. Further investigation revealed a small leak from the elevation ring, more specifically the plumbing fitting and copper packing was the only place that I could detect any oil. I tightened the fitting and cleaned up any oil and tested. I sat on the back section ((B)(6) lbs) and could not detect any movement in the back section or the trend section. This table was due for its biannual pm the following month at which time showed no further signs of oil leaking. In my opinion the movement of the table may have been falsely perceived or operator error as there was very little oil missing from the reservoir." Skytron will share this report with the table manufacturer, mizhuo, and will continue to monitor complaints for trending of this issue.

Event description:
On 04/11/2021 skytron received a medwatch 3500 form in the mail from the FDA alleging that the table appeared to have a hydraulic leak and was not able to hold its weight. The form reads: "I was called to or 7 to look at or table, which per certified registered nurse anesthetist (crna) was not functioning correctly. The or table appeared to have a hydraulic leak that may have been causing the table to malfunction. Head of bed was very slowly dropping, which is how/when anesthesia noticed a problem. Table info: mizuho, skytron elite 6302. The decision was made by the surgical team, surgeon and anesthesia to change beds before prep and drape (patient had already been intubated.) The bed hydraulic leak was not noticed until the patient had been intubated. The weight of the patient may have made the leak more pronounced to where staff could see the leak. Table was immediately taken out of use and labeled do not use. Manufacturer representative was contacted to fix the bed asap. He confirmed he will be here next day morning before cases start."